Event description:
During a periodic review of internal programming history data it was identified that the patient's vns showed high lead impedance. The vns was disabled as a result of the high impedance. No additional relevant information has been received to date.